Event description:
The iab was inserted into the pn 2/10/98 at 5:15 pm and removed on 2/13/98 at 8:15 am. The iab did not malfunction. The pt had major ischemia, removal of the iab was required and surgery was required. (Event complications: major ischemia/removal/surgery required-reported 3/11/98.) (Pt's current status: expired reported 3/11/98.)